Event description:
Per the surgeon, the patient experienced skin overgrowth around the abutment. The abutment was removed and replaced with a longer abutment in the operating room on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.